Event description:
Boston scientific received information that this right ventricular lead was abandoned due to a pocket infection. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.